Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -11.00 diopter implantable collamer lens which was intended for the patient's right eye (od); had tore during injection/delivery into the eye. This occurred on (B)(6) 2022. There was patient contact with no injury. Lens was not implanted. A replacement lens of the same model/length was implanted on this date and the problem was resolved.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).